Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that steady pump did alarm/messages displayed. No patient injury was reported.

Manufacturer narrative:
The device manufacturer date was not provided, in the initial reported. Updated h4. The catalog number was incorrect, in the initial report. Updated d4. Labeled for single use was answered incorrectly, in the initial report. Updated h5.